Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the magnet has migrated from the receiver/stimulator and the patient is unable to use device. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed november 27, 2013.